Event description:
It was reported that when the unit was started, the blade was spinning but the motor drive unit was making a lot of noise. This occurred while checking the system and was not related to any procedure. There was no patient involvement.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.